Event description:
Resident was sitting in shower chair receiving a shower when the seat on the chair appeared to break and just dropped. The cna showering the resident was able to grab onto the resident before he hit the floor. Two cna's extricated the resident from the broken chair and placed him in a recliner. Resident was checked - no injuries were received from incident.